Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a central venous puncture, the luer-slip connector (female) detached from the puncture needle. As the patient was obese and the needle was inserted completely into the tissue, the connector inevitably had brief contact with the skin, which was wetted with disinfectant (octeniderm). The connector detached from the needle and broke apart. Fortunately, the needle could still be recovered standing just above the skin level with a clamp." There was no patient injury. The patient's current condition was unknown.

Manufacturer narrative:
Qn# (B)(4). The customer returned one introducer needle, arrow raulerson syringe (ars), and the product lidstock for analysis. Signs of use were observed on the needle cannula. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was smooth at the cannula separation point. An additional portion of the hub broke off from the main hub body. The separated portion was not returned. Cracks were noted on the portions of the hub that were still attached. It was also confirmed that the hub on the returned sample is the new hub design, which matches the bill of materials. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed, and no relevant findings were identified.the report of a broken needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was broken. A device history record review was performed, and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. Further investigation of this issue is being performed under a CAPA. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.corrected data: section h.6.-medical device problem code corrected to 1562.

Event description:
It was reported that "during a central venous puncture, the luer-slip connector (female) detached from the puncture needle. As the patient was obese and the needle was inserted completely into the tissue, the connector inevitably had brief contact with the skin, which was wetted with disinfectant (octeniderm). The connector detached from the needle and broke apart. Fortunately, the needle could still be recovered standing just above the skin level with a clamp." There was no patient injury. The patient's current condition was unknown.